Event description:
The report indicated that partial stent deployment occurred prior to the intended time (without the physician action) during use in the pt.

Manufacturer narrative:
Further info indicated the outcome was unknown, however, there was no potential adverse event. Additional info has been requested and will be submitted within 30 days upon receipt. The complaint device, precise pro rx carotid stent system, is available; however, it has not been received as of the date.